Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), hepatic steatosis ("fatty and enlarged liver"), hepatomegaly ("fatty and enlarged liver"), pain ("pain"), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxiety") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, hepatic steatosis, hepatomegaly, pain, alopecia, weight increased, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hepatic steatosis, hepatomegaly, pain, alopecia, weight increased, anxiety and migraine to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and heavy bleeding. A hysterectomy was performed to remove micro-inserts 3 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and heavy bleeding. A hysterectomy was performed to remove micro-inserts 3 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.